Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the light in the ophthalmic surgical system needs to be replaced. The event timing and the patient impact are unknown at this time. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log). The illuminator and lamp were both replaced and then secondarily the supervisor module card was also replaced. This inevitably resolved the reported issue. Both were returned for evaluation. The system was tested and found to meet product specifications. The system was manufactured on october 2, 2009. Based on qa assessment, the product met specifications at the time of release. The illuminator and lamp were received for evaluation. A visual assessment of the returned samples showed no obvious nonconformities. The samples were installed into a calibrated system and booted up without any error. Both the lamp and the illuminator were found to meet specifications. The root cause of the reported event can be attributed to a nonconforming supervisor module card. The manufacturer internal reference number is: (B)(4).